Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery. A non-gsc guide wire was introduced. The 3.00x12mm promus element plus stent delivery system (sds) was selected for use but during preparation, while advancing over the guide wire, the sds became stuck on the wire. While removing the sds from the wire, the stent received significant damage. The lesion was re-wired and the procedure completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned section of the device identified a break in the midshaft at 8.2cm proximal to the port. The proximal section of the break including the hypotube and hub were not returned for analysis. An examination of the distal section of the break found that the guide wire was trapped inside the wire lumen. An examination of the port found that the extrusion was stretched down onto the wire between 3mm and 6mm inclusive from the port. The distal section of the device including the stent was completely bunched up. This bunching stretched from 1.5cm proximal to the tip to 4.2cm proximal to the tip. It is noted that the break in the midshaft and this bunching of the distal extrusion is consistent with excessive force having been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery. A non-gsc guide wire was introduced. The 3.00x12mm promus element plus stent delivery system (sds) was selected for use but during preparation, while advancing over the guide wire, the sds became stuck on the wire. While removing the sds from the wire, the stent received significant damage. The lesion was re-wired and the procedure completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product. (B)(4).